Manufacturer narrative:
The explanted lead extensions were not returned for evaluation.

Event description:
The pt had redness and soreness at the implant site. The lower part of the implant appeared to be extruding from the pocket. The pt's system was explanted due to possible infection.